Event description:
A report was received that the patient will undergo a pocket revision due to the ipg moving around in the pocket. The ipg migration is caused by non-device related weight loss.

Event description:
A report was received that the patient will undergo a pocket revision due to the ipg moving around in the pocket. The ipg migration is caused by non-device related weight loss.

Manufacturer narrative:
Additional information indicated that the patient underwent a pocket revision. Nothing was implanted or explanted. The pocket was moved six inches from the right side above the hip. The patient is reportedly doing well.